Event description:
Patient to receive medication via baxter 6301 dual channel pump side 1 (100cc), medication started at 0700 at 29cc/hr. At 0820 noted entire contents delivered without alarm. All tubing appeared to be normal. Medication: propofol drip 10mg/ml. Patient on vent.